Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion. The device as programmed to deliver 542 ml of magnesium + potassium chloride at a rate of 542ml/hr. The infusion finished after 1 hour with approximately 30 ml still left in the bag. The user reprogrammed the infusion to account for the remaining 30 ml. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.